Event description:
The patient's IV came apart and he started to bleed. He pressed the nurse call light but it failed to ring because of a design flaw which allows call light to look connected but not be plugged in all the way. Additionally, there was no unique disconnect trouble light or system error signal generated to notify staff. The design of this system allows for the pigtail that plugs into the wall to easily partly pull out and become disconnected, though it appears to be appropriately plugged in. Since the cord is not making adequate contact with the jack, a disconnect alert is initiated. The device then will display the disconnect message at the nurse station, and a light and tone at the bed side, which has a similar light and tone to simply pushing the nurse call button. If the call cord is pulled just enough to where it still appears plugged in, but is actually inadvertently disconnected, (for example by housekeeping or accidentally bumping the cord), a nurse coming into the room will check the cord and see that it is still plugged in, and then most likely assume the call button was accidentally pushed, instead of being disconnected from the jack. The flawed design of this system then allows individuals to reset the call from the room under the assumption the nurse call was pressed, which discontinues the "disconnect" alert. Our previous nurse call system would not allow users to reset the call from the room when the call cord was disconnected, and the tone and indicator light were double the rate of normal placed nurse calls.